Event description:
The facility's tech reported an infusion pump with an 812:02 failure code. The tech stated they have no record of any pt incident involving the pump since the last baxter service event. Additional contact info was requested, but not provided. The device failure occurred during pt use. There was no pt injury or medical intervention regarding medication infused, infusion rate, volume infused, bag or syringe, and tubing used were unk.